Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. No unexpected insulin flow blocked alarms or no delivery or occlusion alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had an audio issue. Customer stated that the audio issue was confirmed. They set the device to vibrate but it did not vibrate and only made a sound. The device did not pass the audio test. The customer¿s blood glucose during the incident was unknown. It is unknown if the device will be returning for analysis.